Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt unable to stay connected to the monitor) was confirmed. As received, the electrode belt trunk cable connector pins were bent, preventing the belt from connecting to a monitor. The root cause for the bent connector pins was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was unable to stay connected to the monitor.